Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Account alleges that during access the tip of the introducer wire was sheared off when the physician was pulling the wire back through the lumen of the access needle.